Event description:
A consumer reported that she does not feel her vision has improved as it should have following intraocular lens (iol) implant surgery. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).